Event description:
It was reported that the device exhibited inappropriate measured data. An initial reading was 2.62 v, 13 ua, 10.1 kohms. A second reading was 2.45 v, 13 ua, 17.5 kohms. The 2.45 v reading was confirmed at device changeout. When the device was programmed to the bipolar configuration, measured data was not displayed and programming was not possible.